Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (constant gong alarms) was confirmed. As received, the belt failed incoming ECG fall-off testing. Upon evaluation, the white (drvn gnd) wire was open inside the trunk cable. The cause of the constant gong alarms and incoming test failure is the damaged wire. The root cause of the damaged wire is excessive force placed on the cable. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient's device was producing constant gong alarm.